Event description:
It was reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray monoblock needs to be replaced. The reported issue is currently under investigation.